Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Product not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided." The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, the valve was checked and valve was not working. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. Sample received was visually inspected and ports were properly sealed. Punched tube was at the exit port and tube with anti-reflux valve was at the entrance port. Then, this is discarded. Anti-reflux valve was properly assembled at the entrance port and it is in good condition (no damage observed). A test was performed, reservoir was inflated with air, exit port was closed to keep the air inside of the reservoir and plugs of the entrance ports were left open. Reservoir was pressed with hands to verify if there was any air leak from the entrance port, but reservoir did not leak. Therefore, defect reported by customer was not confirmed. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.